Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was unable to cross the lesion. The 2.50x16mm taxus express2 drug eluting stent was found to have the proximal struts flared. The lesion was predilated with a sprinter 2.0x15mm balloon. The procedure was completed with a 2.75x16mm rxtx stent. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.